Manufacturer narrative:
Device pending repair.

Event description:
Failure of the remote alarm to be used due to a damaged connector on the main pcba. No patient involvement. Device is pending repair.